Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the wireless foot pedal would not pair was confirmed. It was found that the battery tray assembly was corroded, and the aa alkaline batteries were defective. Both were replaced to address the reported issue. The device was tested, and found to be working according to specifications. Fluid ingress into the device is the root cause of the corrosion of the battery tray assembly, and the resultant damage to the batteries. The defective batteries would have caused the foot pedal to not pair as reported by the customer. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore, a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
As reported by the sales rep, during an unknown procedure, the wireless foot pedal would not pair. Another unit was brought in with no delay and no patient harm.